Manufacturer narrative:
No button error alarmed from the insulin pump. The pump was received with intermittent button response due to moisture damaged keypad traces, minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was 168 mg/dl. The customer stated that the pump is locking up and none of the buttons are responding. The customer stated that she was trying to bolus for lunch and the buttons would not respond. Customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.